Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2011, the patient was implanted with a gore® tag® thoracic endoprosthesis to treat a thoracic aneurysm. On (B)(6) 2015, during the treatment of an abdominal and right common iliac artery aneurysms just before the gore® excluder® aaa endoprostheses were implanted, a type ii endoleak from the distal portion of the thoracic aorta was identified. The physician confirmed that the origin of the type ii endoleak was at the thoracic aortic aneurysm and there was no issue with a gore® excluder® aaa endoprosthesis. On (B)(6) 2019, the patient underwent ir embolization with n-bca glue and 1:3 mixture of ethiodol. No further adverse events have been reported.